Manufacturer narrative:
Concomitant medical product: 419688 lead, implanted: (B)(6) 2016; 5076-45 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pocket infection was noted, with device eroding through the skin.  The entire system was explanted. No further patient complications have been reported as a result of this event.